Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the display went blank during use. An angiojet ultra system console was being used for a venous thrombectomy procedure. During the procedure, the top and main console screens went blank. It was also noted that the icons disappeared. The console was still operating and the procedure was completed with this device. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the product was not returned for evaluation. The device was examined at the customer site. The console issue was fixed during field service. The console was re-booted several times and worked well now. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the display went blank during use. An angiojet ultra system console was being used for a venous thrombectomy procedure. During the procedure, the top and main console screens went blank. It was also noted that the icons disappeared. The console was still operating and the procedure was completed with this device. No patient complications reported and the patient's status is stable.